Manufacturer narrative:
The pump was received with a motor error alarm during the rewind due to an out of phase motor encoder. No cosmetic damage was noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The company representative reported via phone call that the insulin pump alarmed motor error during the rewind process. The blood glucose readings were normal and did not require medical treatment. The history showed that the insulin pump previously alarmed motor error.